Event description:
It was reported that the patient presented to the emergency department (ed) due to not feeling well and had to be cardioverted. It was also reported that the device had reached elective replacement indicator (eri) due to high impedance. The device had early battery depletion and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.